Event description:
Customer reported that their blood glucose level displayed as "high," but the specific value was unknown. Reportedly, the customer was using off label insulin. Tandem technical support educated the customer on insulin labeling. Customer took corrective actions by bolusing and using multiple daily injections (mdi), and cts provided guidance on inspecting and replacing components of their insulin delivery system. Customer was advised to consult with their healthcare provider to discuss potential factors affecting blood glucose levels and acknowledged the need to store insulin properly.